Manufacturer narrative:
B4) date listed is the date the manufacturer became aware. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, acute reclosure is listed as a potential adverse event with use of elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 14jan2025) ¿when do microbubbles become macrobubbles in laser pci?¿. The article retrospectively reviewed a case of a patient who had severe calcified in-stent restenosis with stent under expansion, which was treated with a spectranetics elca laser atherectomy catheter. Contrast infusion was used as a part of the ¿explosion technique¿ to magnify energy that would be able to crack the calcium. Unfortunately, this led to the formation of large-diameter bubbles, resulting in a slow flow, with temporary hypotension and bradycardia, requiring phenylephrine and atropine for patient stabilization and intracoronary nitroglycerine to treat slow flow. Additionally, although the patient died 60 days after the procedure, the death was related to transplant kidney rejection. The date of procedure was not listed for this event; therefore, 14jan2025 has been used, the date of publication. Article citation: hart I et al. When do microbubbles become macrobubbles in laser pci? Case reports. Jacc: case reports, vol. 30, no. 12, 2025. May 28, 2025: 103506. Https://doi.org/10.1016/j.jaccas.2025.103506. This report captures the slow reflow, causing temporary hypotension and bradycardia with use of the elca. There was no alleged malfunction of any spectranetics devices in use during the procedure.